Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the ventilator issued a "check vent: primary alarm failed" alarm and the alarm was unable to reset. The alarm occurred during device checks; it was just before the use for a patient. The device was replaced. The ventilator was not in use on a patient at the time of the even to occurred. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 05aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse noted that the issue was fixed by rebooting the unit. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba), and the speaker to prevent reoccurrence. After this repair, no other abnormality was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.